Manufacturer narrative:
[Customer reported that a pyxis es refrigerator failed to unlock when attempting to retrieve medication. The name of the required medication was not disclosed. Customer stated that an undisclosed number of patients required the medication that was available at this station only. Customer did not report any impact to patient procedures. The length of the delay in retrieving the required medication was not disclosed. Patient or user harm was not disclosed. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and identified that the affected drawer was not being detected by the system. The field service technician upgraded the pyxis es refrigerator firmware to resolve. Customer confirmed the device is operational.

Event description:
Customer reported that a pyxis es refrigerator failed to unlock when attempting to retrieve medication. The name of the required medication was not disclosed. Customer stated that an undisclosed number of patients required the medication that was available at this station only. Customer did not report any impact to patient procedures. The length of the delay in retrieving the required medication was not disclosed. Patient or user harm was not disclosed.

Event description:
It was reported by the customer that a pyxis es refrigerator door failed to unlock when attempting to retrieve medication and it was not detected on bus. Customer attempted to reboot machine and was still unable to unlock refrigerator door. The customer also stated that an undisclosed number of patients required the medication that was available at this station only. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b3, d1, d4, d5, d9, e3, g2, g4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-jul-2020 to 20-jul2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis es refrigerator door failed to unlock when attempting to retrieve medication, a field service engineer upgraded pyxis refrigerator firmware and tested station diagnostics and application by escort. The system functioned as intended after the field service engineer troubleshot the device.